Manufacturer narrative:
The urea and creatinine reagents' lot numbers and expiration dates were not provided. A general reagent issue can be excluded since no further issues were reported and a correct rerun was performed with same reagent. The field service engineer (fse) checked the gear pump pressure and all probe adjustments. He replaced the sample probe, the cuvettes and the lamp. He then checked syringes and did a cellblank and photometer and they were within specifications. Qc was performed and it was acceptable. The fse did a performance check and the instrument was performing within specifications. The root cause was due to insufficient maintenance.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with urea assay and creatinine assay on a cobas 6000 c501 module. Urea: initial result: 86 mg/dl. 1st repeat result: 32 mg/dl. 2nd repeat result: 31 mg/dl (tested at another laboratory). Creatinine: initial result: 4.18 mg/dl. 1st repeat result: 1.79 mg/dl. 2nd repeat result: 1.67 mg/dl (tested at another laboratory). The physician questioned the initial results and requested the sample be repeated. The sample was also sent out to another laboratory to be retested. The repeat results were considered acceptable.